Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. Based on the information provided, the reported difficulties, patient effect and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the calcified common femoral artery was attempted using a proglide device via a 6f sheath after a peripheral interventional procedure. Reportedly, there was difficulty placing the sheath in the artery and ultrasound guided access was used. The proglide device was deployed and the device became stuck in the patient anatomy. The foot was unable to be closed and resistance was encountered when attempting to remove the proglide device. The physician rotated the proglide device and attempted to open and close the foot for approximately 20 minutes. The foot was eventually able to be closed and the device was removed from the patient anatomy. Slight tissue damage occurred. Manual arterial compression was applied to achieve hemostasis despite significant oozing at the access site. No additional treatment was performed. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.